Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency department after hearing an alert, which was triggered due to a single low impedance measurement in the right ventricular lead. It was noted that the patient was in a traffic accident a few months prior, and hit the steering wheel very hard over the device. The lead remains in use. No patient complications were reported as a result of this event.